Event description:
It was reported that a patient suffered a contact reaction with pico dressing. Cellulitis type lesions appeared with pus and blistering's. The patient suffers a reaction in the mamma skin that worsened with days.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The returned sample has been assessed to try to determine the root cause of the reported issue. Unfortunately we have been unable to confirm the reported issue as the returned sample was assessed and no functional or visual issues were identified. All aspects of the sample were as expected. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.